Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 10 x 2.75mm wolverine¿ coronary cutting balloon¿ monorail¿ ruptured at six atmospheres during the first dilation. The procedure was completed with a different device. There was no patient injury.